Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced sensor glucose versus blood glucose differences with threshold suspend. Customer's sensor glucose was 2.2 and blood glucose was 8.9 mmol/l. It was reported that customer was playing in the snow, which may have loosened sensor. Sensor would be replaced.